Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.

Event description:
The valve was tested and presented obstruction in the exit. Another product was used. Additional questions were asked to clarify the event. (B)(4) 2014 additional information explained the problem occurred in the exit means in the output of the valve. The event happened before the use in the patient and that the device never touched the patient. They used another device to complete the case. There was no delay greater than 30 minutes and no adverse consequences to the patient.

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the device, product code 82-3832 with lot number cphbkz, conformed to the specifications when released to stock on the 1st october 2013. No root cause could be determined since no sample was returned for evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
Device evaluation: it was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Product was returned to the investigation facility for evaluation.